Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00070 thru 3003853072-2017-00075.

Event description:
It was reported that six blockers were damaged within surgery during final tightening. They were each removed and replaced by alternative blockers. There were no reports of patient injury associated with this event. This is report four of six for this event.

Manufacturer narrative:
The returned blockers were examined. The threads are damaged in a manner consistent with cross-threading of the blockers with the mating screws during assembly. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.